Event description:
Vent "just shut down". States this happened once before, but it restarted and they "forgot" about it. Had been out for 4 hours on external battery with their nurse. They stated that the lights went out and it just quit working. No allegation of vent causing harm, no audible or visual alarms noted. Hme used. Vent on external battery at time of failure. No alternate power sources used. Note: the nurse allowed patient to "wean" until they got home. They are able to wean for 3 hours a day.